Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, 1st inratio: 5.0, 2nd inratio: 3.8. Tests were done within 5 minutes, new finger/finger stick for each result. Patient's (son) called back on (B)(6) 2012 to report the following results: date: unk, inratio: 0.7, lab: 2.0. Pt's son did not have meter or strips; unable to provide serial number or strip lot number, but believes that correlation may have been done with the same lot number as previously reported. Caretaker reports usually using the first drop but sometimes adds a second if insufficient sample is applied with first drop. Pt self tester has a hard time obtaining adequate sample volume, "milks" the finger and uses the unilet insert from the autolet impression by itself.